Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was not receiving effective drug therapy from her pain pump. The hcp determined that the catheter may not have been in the proper location. The catheter was at t11 and was not getting effective pain coverage. On (B)(6) 2018, the physician explanted 15.5cm from the spinal segment and implanted a new segment and attached it to the remaining existing portion of the catheter. The catheter was aspirated through the catheter access port (cap) and was working well. The tip of the catheter was then at t9. The explanted portion was discarded. The hcp explained there was nothing wrong with the catheter, just that the catheter was not in the proper location and in order to place the catheter at t9, a new spinal segment had to be added and replaced a portion of the old spinal segment. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved. The patient was reported as "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that it was unknown when the patient not receiving effective therapy was first noticed. It was also unknown why the original catheter was placed at t11. It was unknown if this sub-optimal placement was due to a mistake made during the initial placement or an elective decision at the time. There were no further complications reported at this time.